Manufacturer narrative:
Baxter medical assessment: this is a cryocyte bag breakage that occurred during/after thawing. The cells were infused and there was no additional treatment or adverse consequence to the pt. As the product in the broken bag was infused, there was a risk regarding a break in sterility and a resulting infection, due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages during/after thawing, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the pt at greater risk. An attempt should be made, if possible, to obtain the pt outcome. Cryocyte bag breakages is currently being address through CAPA.

Event description:
Customer reported a cryocyte bag broke during thawing. The cells were infused and there was no additional treatment or adverse consequences to the pt. Additional info: apheresed peripheral blood cells were being stored for pt use. The cells were administered and the pt did not suffer any adverse consequence. Pt did get intended dose. Testing was done prior to infusion and it came out negative. The pt did not receive any antibiotics beyond the usual regime and no, there was no indication of infection. The 44 ml were being stored. The bag was filled in 2008. The location of the break was along the side and radiating out. They used 3 heat seals between the ports. It was frozen to -80c then transferred to vapor phase. The bags were store in metal cassettes. An overwrap bag was used during thawing and then placed in a 37c degree water bath. They did not deviate from their normal process and there have been no recent changes to it.